Event description:
An endurant stent graft system was implanted in a patient for the endovascular repair of a previously implanted migrated stent graft, treating an abdominal aortic aneurysm. It was reported that on a routine follow-up, the aneurx bifurcated stent graft was found to migrated distally with a proximal type I endoleak. The decision was made to reline the bifurcated stent graft with an endurant bifurcated stent graft and a contralateral limb. There was no distal endoleak or any other issues. The proximal type I endoleak was still present but was diminished. No further intervention was performed and the physician thinks the endoleak will resolve once the heparin is reversed. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; severe aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severe aortic neck angulation).